Event description:
It was reported that generator revision surgery was performed due to the generator being at normal end of service. The explanted generator was returned to the manufacturer for analysis. During analysis, it was found that a transistor was out of specification that may have contributed to a premature end of service for the generator.